Manufacturer narrative:
The additional perclose devices referenced are captured under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was used with a sheath less than 5f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for access sites in the common femoral vein using 5f to 24f sheath. Only one device was used when closing with a sheath greater than 8f. It should be noted that the eifu also states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviations would have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that venous placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 4f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, the prostyle was deployed as intended. The sheath was upsized to a 9f and the pfo procedure was completed. The knot was advances and tightened (worked as intended); however, the patient was still bleeding. A new femostop device was placed and used for an hour achieve hemostasis. Additionally, a second prostyle suture placement in the left common femoral vein was attempted with a prostyle device using the pre-close technique via a 10f sheath hole. Reportedly, a cuff miss occurred. The suture of one new prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle suture. Once the patient was placed in holding, the patient kept moving which caused the patient to bleed again requiring manual compression for 15 minutes. There was no reported adverse patient sequela. No additional information was provided.